Event description:
Procedure type: urological. According to the reporter: following similar cases reported by consultants at the hospital they also reported to the rep: the hospital also believes a further dehiscence which occurred in a urology case with mr (B)(6) (elective cystectomy) back in (B)(6) could be due to the same suture family. At the time it was advised that they will keep an eye on it was not known as to why it had occurred. However, they now believe it could have also been the suture breaking down.

Manufacturer narrative:
(B)(4).